Manufacturer narrative:
During inspection and testing, there were streaks in the image and the image was lost. A review of the device history record found no deviations that could have caused or contributed to the loss of the image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the video function was not functioning properly due to the break in the cable and that the stripe pattern in the image occurred. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (cable break) was confirmed during testing due to physical and/or chemical stress. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported there was a break in the cable on the subject device following a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there were streaks in the image and the image was lost. This report is being submitted for the malfunction found during evaluation (loss of image). There was no harm or user injury reported due to the event.